Event description:
It was reported the patient was getting rid of the bupivacaine in their pump because they were felt numbness and tingling in their feet and legs. It was noted they were not sure if the medication was the cause and they wanted to rule it out. The patient symptoms have been going on for a month. It was further noted the patient had a catheter replacement on (B)(6) 2014 because "something was wrong with it" and "it was not flowing properly". It was unknown how and when this was determined. It was noted the patient went to the hospital on (B)(6) 2014 with confusion and "all kinds of things."

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type catheter. (B)(4).